Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient initially reported she had been hospitalized due to pneumonia "because of problems with dialysis." Follow-up with the patient's peritoneal dialysis nurse (pdrn) revealed the patient had been hospitalized from (B)(6) 2016 due to pneumonia. The pdrn stated the patient¿s cycler had not been draining the patient well and the patient did develop fluid buildup in her lungs, which may have contributed to the infection. Medical records were requested.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The patient initially reported she had been hospitalized due to pneumonia "because of problems with dialysis." Follow-up with the patient's peritoneal dialysis nurse (pdrn) revealed the patient had been hospitalized from (B)(6) 2016 due to pneumonia. The pdrn stated the patients cycler had not been draining the patient well and the patient did develop fluid buildup in her lungs, which may have contributed to the infection. Medical records were requested.